Event description:
The customer reports that they could not control the set parameters of the ventilator and there is no display of the front panel. Third party service indicates the pc1588 is defective. There was no patient injury. Service report is available.